Event description:
It was reported that nonsustained lead noise was observed via egm strips. Patient to be monitored at next follow up to see if further noise is evident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.